Event description:
The customer stated that she was hospitalized with a blood glucose reading less than 20 mg/dl. Troubleshooting was performed, and the insulin pump was programed correctly. The displacement test passed. The customer had fallen into a lake and submerged the insulin pump in water prior to the event. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly, and passed all functional testing. After testing, it was concluded that the device operated within specifications.